Manufacturer narrative:
Insulin pump was received with failed battery test alarm after battery change due to corroded battery tube. No constant tone or ringing while the backlight is on. Unit had cracked battery tube threads and cracked case at display window corner. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a constant tone when the backlight is on. Customer's blood glucose level was 4.3 mmol/l. The self-test passed. The customer was advised that the device would be replaced and agreed to return the product for analysis.